Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarming with a critical pump error. The customer¿s blood glucose level was 104 mg/dl. Customer reported they received the open book image on the insulin pump screen. Customer stated insulin pump had crack on the back of the insulin pump near the battery compartment. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device received with cracked case battery tube and cracked case corner of belt clips rails noted.